Event description:
Italy affiliate was contacted by a lawyer representing a pt who developed an infection while wearing an acuvue lens. Pt was hospitalized from 1999 to 1999, with a corneal abscess. Pt is photosensitive. No further info is available at this time.